Event description:
It was reported a patient underwent a right total hip arthroplasty involving competitor products. Approximately 22 years later, the patient underwent a revision to a cocr head and revitan stem following an unknown accident. Subsequently, the patient began to notice painless rotation of the right leg and later had an onset of slight muscular pain and start-up pain. Radiographic imaging confirmed femoral screw loosening with proximal stem tilt. No date has been set, but the patient is preparing for a revision surgery. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Revitan prox. Cylindrical 85 item# 0100402085 lot# 2705743. Cocr head 32/+4 'l' 12/14 item# 14320720 lot# 2670846. Unknown cables item# unknown lot# unknown. (X4) unknown competitor shell item# unknown lot# unknown. Unknown competitor liner item# unknown lot# unknown. Unknown competitor screws x2 item# unknown lot# unknown. (X2) g2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.